Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: bending angle in up direction did not meet the standard value due to wear of angle wire, adhesive around objective lens was peeled, water removal ability did not meet the standard value due to clogging of the nozzle, adhesive on bending section cover had a chip, the play of the up/down knob was out of the standard value due to wear of the angle wire, suction cylinder was shaved, and multiple parts had a scratch. The device was returned and evaluated, and a foreign object was found inside the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, the customer did clean and disinfect the device, there was no delay in the start of precleaning, the air/ water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, and the air/ water nozzle was wiped/ brushed with clean lint-free cloths, brushes, or sponges. According to the customer, the following details regarding the cds process were unknown: what the foreign material was. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6).

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one (<1) year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviation from instruction for use were identified. The event can be detected and prevented by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.